Manufacturer narrative:
Block b3: exact date unknown, event occurred earlier in 2026. Additional suspect medical device components involved in the event: model number/catalog number: sc-8352-70. Serial number: (B)(6). Batch/lot number: 21459494. Model/catalog description: coveredge x 32 surgical lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Serial number: na. Batch/lot number: 21702865. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The patient was doing well postoperatively, and the explanted device was not returned as it was discarded by the medical facility. Additional information was received that all device components were removed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred earlier in 2026.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The patient was doing well postoperatively, and the explanted device was not returned as it was discarded by the medical facility.